Event description:
A pt reported blood glucose results of 392mg/dl and 276mg/dl with a lifescan meter, performed wihin 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt also called alleging that the meter did not power on. Pt did not experience any symptoms of high or low blood sugar. Pt did not seek medical attention or call their md. Customer service was unable to resolve the issue and sent pt a new meter.